Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a post-implant follow-up, high impedance was observed. Subsequent measurements were normal. The lead remains implanted.